Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage near the reservoir. Customer stated that there was a crack at the bottom and the top. Customer stated that the rubber stopper does not stay in. Customer also mentioned having missing pieces. Advised customer to revert to a back up plan and the device will be replaced.